Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. On an unknown date, the patient was hospitalized and treated with vancomycin injection (1 gm, discontinued), imipenem injection (1 g in one bag, intraperitoneal, discontinued) and amikacin injection (500 mg start dose then 100 mg each bag, intraperitoneal, discontinued) for peritonitis. Nine days after the event onset, the patient was discharged from the hospital. On an unknown date, the patient recovered from the event. On an unknown date, pd therapy was discontinued, the pd catheter was removed, and the patient was switched to hemodialysis twice a week. It was not reported if the patient was retrained on the proper aseptic technique. No additional information was available.